Event description:
Medical affairs was unable to get a hold of pt and will be sending pt a letter. Pt had a reaction overnight after the reading was 119mg/dl and the paramedics were called. No other info about that incident was documented. The pt also reported blood glucose results of 128, 148, 167, 121, 159, and 119mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.